Manufacturer narrative:
Additional information received confirmed that the doctor found a black fiber material on the lens optic and remove the fiber from the lens optic by I/a (irrigation/aspiration). The date of implant was on (B)(6) 2019 and the lens remains implanted. There was no patient injury and no other surgical interventions were reported. The following field was updated accordingly: if implanted, give date: (B)(6) 2019 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 5/24/2019. Device returned to manufacturer: yes. Device evaluation: the complaint sample and recording movie (dvd) were received at the manufacturing site for evaluation. Customer returned the sample into the specimen container (white gauze). The preloaded device was not returned. During visual inspection using magnification, the returned black fiber material was not observed on the gauze. Therefore, the material analysis of the debris/particles in question could not be performed. The returned dvd recording was viewed and shows an iol implanted in patient eye. The lens was observed with one lens haptic as folded position and near the haptic, the black fiber in question was observed. Based on the dvd recording, it is not possible to confirmed if the black particle observed is related to manufacturing, as the reported lens was handled, prepared for surgical use, and implanted in patient eye. There is no evidence to suggest that the reported pcb00v unit was affected by the manufacturing process. The reported issue could not be confirmed as manufacturing problem. Throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing a microscope magnification steps that would have identified and discarded a lens with a similar particulate or substance, as required by our approved procedures. In addition, as required in the direction for use (dfu) the lens should be removed from the pouch in a sterile environment and examined thoroughly to ensure particles have not been attached before implanting. Manufacturing records review: the manufacturing record review was performed, and there was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search on complaints performed on june 18, 2019 revealed no additional investigation requests for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor found a black fiber material on the optic of the intraocular lens (iol) after the iol was injected. No further information provided.